Event description:
It was reported that although the pump was slow flowing during the preimplant procedure, it was implanted. Sometime later, it failed to flow and was explanted. A second pump was implanted with no pt complications.